Manufacturer narrative:
(B)(4). The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The user facility biomed reported that after performing a preventative maintenance (pm) service on the device. The device is alarming "circuit occlusion" & "ext high peak".

Manufacturer narrative:
(B)(4). The user facility biomed determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). At present there are no replacement parts available. Once available, replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.